Manufacturer narrative:
(B)(4). D10: 11-173662 ¿ m2a head ¿ 714180. 21-124311 ¿ m/h femoral stem ¿ 520500. G2: report source australia. Visual examination of the provided pictures identified the head is covered in bio debris. No damage can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00717.

Event description:
It was reported that patient underwent a hip revision approximately 5 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.